Event description:
Asr revision, asr xl - left. Reason(s) for revision: pain. Update 27 feb 2015: rec'd (B)(4) email, marked as legal, added kid, manufacturing/expiry dates for all product, manufacturing facilities, corrected reason for revision in patient harm and product related. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision . Asr xl - left. Reason(s) for revision: pain. Update 27 feb 2015: rec'd kennedys email, marked as legal, added kid, manufacturing/expiry dates for all product, manufacturing facilities, corrected reason for revision in patient harm and product related, all other mw fields. 15 april 2015 - update - rcvd op notes, added new reasons for revision: high metal ions, metallosis, necrotic bone. Added patients name. * op notes state that 'the operating health were not able to remove the stem of the prosthesis' *

Manufacturer narrative:
(B)(4) used to capture the device revision or replacement.